Event description:
It was reported that the insulin pump buttons were unresponsive. She replaced new batteries but buttons still unresponsive. Customer's blood glucose was 103 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected bad battery alarms noted. Insulin pump had an intermittent button response on the easy bolus button due to flattened dome switch. Insulin pump passed displacement test and off no power test. The operating currents were in specifications. Insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked belt clip slot.